Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of a (B)(6) male patient contacted zoll customer support to report that the patient was developing a rash under one of the front electrodes. She confirmed that the skin was broken. Zoll customer support recommended contacting the patient's physician and removing the lifevest for up to an hour per day. Follow-up with the patient's wife on (B)(6) 2013 indicates that sore under the electrode has gotten worse, but the patient has not spoken with his doctor. The patient's home nurse recommended a and d ointment, but the patient's wife is still concerned the sore is getting infected. The patient's wife indicates the patient has a history of sores and mrsa. There is no additional follow-up documented.